Event description:
Patient has monthly acne breakouts and, prior to injection, had palpable nodules that had not surfaced yet. Nurse practitioner (np) said patient had a "little nodule on the right side" that was soft and actually more like thickening than a nodule prior to injection. Np injected patient with one syringe of radiesse to the cheeks and about 0.1cc to each side of the nares. She also injected patient with no syringe of belotero to the lips. Patient presented for follow up 48 hours post injection with a line of redness on the right cheek and an infection to that area. Np questioned if the injections "stimulated the bacteria."

Manufacturer narrative:
Np instructed patient to start doxycycline which she already had a prescription for (for monthly acne) and to take it twice daily. The patient started the doxycycline. Patient went to the emergency room at the (B)(6) on (B)(6) 2015 and was told she had cellulitis and to continue the doxycycline and apply warm compresses to the area. The infection had started to improve by (B)(6) 2015. On (B)(6) 2015, patient went to her dermatologist who told her she had an occlusion caused by radiesse. Np asked patient to return for another follow up visit but she has not.